Event description:
It was reported the pt no longer felt stimulation in his areas of pain. X-rays revealed the lead had migrated. The pt denied any traumatic events or sudden movement. The physician plans to revise the lead at a later date to address the issue. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.